Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 47mg/dl and was unsteady when standing and walking. The patient reportedly did not require medical intervention. The basal delivery totals in the total daily dose reportedly did match. The cause of the variation was reportedly due to a suspend and the prime menu being accessed. Cts reportedly reviewed the pump with the patient. Troubleshooting indicated the basal history matched the active basal program settings. There was no indication as to whether or not an air bolus was able to be performed on the pump; however, a review of the pump history revealed that it delivered 10.8 units at 9:31 am on (B)(6) 2016. The bolus totals reportedly matched what was indicated in the bolus history. This complaint is being reported because the patient experienced hypoglycemia due to a history settings issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the bolus history showed that on (B)(4) 2016 at 09:31, a 10.8u bolus was manually programmed and delivered. The pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during that time. A 10u normal bolus and a 10u audio bolus were manually performed and both were accurately recorded in the pump history. There was no hypersensitivity to the keys observed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated of confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.